Event description:
Following an ablation procedure, the patient had significant delayed edema. This was not unexpected as the hypothalamic hamartoma was very large and the ablation was as well. Patient was still being monitored in the hospital this week.